Manufacturer narrative:
G4: 05feb2020. B4: (b0(6) 2020. The v60 blower was returned to failure investigation (fi) for evaluation. Visual inspection of the blower assembly outer surface revealed no evidence of damage or contamination. The blower assembly end cap was removed and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. The blower assembly will be installed into the fi test ventilator and will be booted up in normal ventilation to verify the ventilator remains operational with no errors detected. The ventilator remained operational with no errors detected. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The blower assembly passed all testing. Blower stalled error could not be duplicated. There were no faults found with the blower assembly . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
The customer reported error low priority blower vent alarm. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer's field service engineer (fse) confirmed the reported issue. Inspected blower, and found residue in the blower and boot. The manufacturer¿s fse replaced the defective blower to address the reported problem. The unit successfully passed the required performance verification test.